Event description:
Event description guidant received information that this pacemaker appears to have no ventricular capture. A medical person has faxed in a transtelephonic monitoring strip for a technical services consultant to review.the patient had a good intrinsic rhythm and had no adverse effects.